Event description:
It was reported that the patient underwent vns replacement surgery, and went to the emergency room (ER) the following day to be treated for profuse vomiting. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient's neurologist indicated that the cause of the vomiting was unknown. The treatment the patient received to resolve the event is also unknown. No additional relevant information has been received to date.